Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "patient underwent an additional surgery to remove the composix e/x and repair the recurrent hernia." Medical records are not available at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an abdominal ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number 0123460 and lot number hurg0585 was implanted to repair the hernia defect. (B)(6) 2011: the patient underwent an additional surgery to remove the composix e/x and repair the recurrent hernia. As reported, the patient subsequently endured additional surgeries treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "patient underwent an additional surgery to remove the composix e/x and repair the recurrent hernia." Medical records are not available at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of composix mesh e/x, patient was diagnosed with hernia recurrence, adhesions and mesh migration thereby underwent repair with mesh removal. Per operative notes, ¿the patient was found to have a previous mesh which had also ripped apart.¿ the instructions-for-use supplied with the device list adhesion as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the composix mesh e/x (device #1). Additional emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an abdominal ventral hernia. A bard/davol composix e/x hernia patch mesh, reference number 0123460 and lot number hurg0585 was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to remove the composix e/x and repair the recurrent hernia. As reported, the patient subsequently endured additional surgeries treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per medical records provided: on (B)(6) 2011 - patient was diagnosed with abdominal ventral hernia thereby underwent open repair with the implant of composix mesh e/x (device #1). Per operative notes, ¿a large hernia sac was identified and was completely excised. Then the strong fascial edges were identified, and a composite mesh e/x (device #1) was brought and sutured circumferentially with the help of suture.¿ on (B)(6) 2011 - patient was diagnosed with recurrent abdominal incisional hernia thereby underwent open repair with removal of mesh (device #1) and component release. Per operative notes, ¿there were multiple hernia sac in the midline. The patient was found to have a previous mesh which had also ripped apart. All that area was excised. There were some adhesions, and all these were carefully taken down. A lot of hernia sac and the previous sac were excised. The bard mesh (device #2) was brought in and sutured to the edge of that defect on both sides with the help of running sutures.¿ on (B)(6) 2011 to on (B)(6) 2011 - patient had urinary tract infection, abdominal pain and abdominal wall abscess/seroma thereby underwent drainage and aspiration. On (B)(6) 2012 - patient had chronically infected mesh and abdominal wall abscess from a ventral hernia repair thereby underwent drainage and provided with some IV antibiotics. On (B)(6) 2012 - patient had non-healing midline wound, and a recurrent epigastric bulge thereby underwent repair. Per operative notes, ¿fistulous tract was excised from the wound circumferentially. It was found that the fascia and the mesh were intact and there were no areas of any exposed mesh. No hernias were palpated on examination of the fascia.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional ventral hernia, lysis of adhesions and infected mesh thereby underwent repair with excision of infected mesh (device #2). Per operative notes, ¿the hernia sac was completely excised. Found old mesh (device #2) near the site that was chronically draining, then excised this mesh and closed the fascia primarily.¿ on (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #3). Per operative notes, ¿the hernia sac was isolated and circumferentially dissected down. A sepramesh ip (device #3) was placed using interrupted stitches and defect was closed primarily.¿ attorney alleges that the patient had abscess, adhesions, hernia recurrence, pain and emotional injuries. It is also alleged that the patient underwent additional surgery on (B)(6) 2013 for an open repair of a recurrent ventral hernia.